Event description:
It was reported via repair work order that the bed had no motor control due to the left siderail pcb board malfunction. It was also reported that the power cord power prong was loose and missing the ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.